Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 597 mg/dl. The customer was experiencing unexplained high glucose for the past three days. The customer stated that her blood glucose was high, but she did not change the infusion set at that time. Troubleshooting was performed. Reviewed the alarm history and found low reservoir and low battery alarms. The programming shows that the daily totals match the bolus and basals for a twenty four hour period. Ran a fixed prime and high pressure test and the tests passed. The customer stated that she noticed a bent cannula when the infusion set was removed at the hospital. The customer's last glucose reading was 379 mg/dl, and she was treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.